Manufacturer narrative:
D10. Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot p4k1088) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the endogia ultra stapler, while stapling the esophagus, the handle made a loud clacking noise and would not fire. The device was replaced with an open stapler. No consequences or impact to the patient were reported, and the patient was alive with no injury.

Event description:
It was reported that during a procedure involving the a standard manual stapler, while stapling the esophagus, the handle made a loud clacking noise and would not fire. The device was replaced with an open stapler. No consequences or impact to the patient were reported, and the patient was alive with no injury.

Manufacturer narrative:
Correction: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the a standard manual stapler, while stapling the esophagus, the handle made a loud clacking noise and would not fire. Another handle and reload was used to resolve the issue. No consequences or impact to the patient were reported, and the patient was alive with no injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Evaluation noted that it has been documented within our quality systems that the sample or additional supporting material was received at a medtronic facility. Unfortunately, after contacting the last known location and an exhaustive search, the sample could not be located. The sample has been deemed lost. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.